Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a procedure, the surgeon mixed the vertecem with no problems. After a short time, the cement became stuck in the tip of the syringe. A trocar was used to push the cement but it did not help. It was reported the viscometer was in working order. The cement could not be injected despite the viscometer showing two green lights. At this point, the needle was intact. The bending of the needle occurred after the surgeon tried to use heavy force to get the cement through. The instrument did not break. The surgeon would have preferred to insert more cement but he decided that the results obtained were acceptable. It was reported that the patient was not impacted. There was only a few minutes delay during the surgery. Reportedly, this event did not require additional medical treatment. The material was disposed of. This is 1 of 3 reports for the same event.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found.